Event description:
Information received a smiths medical cadd solis hpca pumps - accuracy testing was not delivering the volume intended or set. It was reported to be out of the 6% specification when delivering 5 ml of the 20 ml bolus. The cassettes were not used in the performing testing as the consumer used 500 ml bag of cadd administration sets. No patient adverse event, as incident occured during testing.